Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) is k082590.

Event description:
The lay user/patient's relative contacted lifescan alleging the meter has a line through the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
It was reported that a femoral arterial line was being placed in the medical intensive care unit (micu). At which time, the spring wire guide (swg) became stuck and uncoiled as it was being removed. As a result, a vascular surgeon was notified. Additional information received on 11/4/2010 from the risk manager stated that they could not thread the swg, when they hit the vessel and met resistance. At which time, they tried removing the swg and it unraveled. Further information received from the risk mgr on 11/16/2010 confirmed, the retained piece of swg was just below the pt's skin and was not in a vessel. A vascular surgeon was able to remove the piece. There was no harm to the pt.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.